Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was an alert seen for atrial arrhythmia burden, and the recorded electrogram (egm) showed two short episodes of noise with only one being over-sensed. Right ventricular (rv) lead assessment in clinic was recommended. Other lead measurements were stable. No adverse patient effects were reported. This ra lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that there was an alert seen for atrial arrhythmia burden, and the recorded electrogram (egm) showed two short episodes of noise with only one being over-sensed. Right ventricular (rv) lead assessment in clinic was recommended. Other lead measurements were stable. No adverse patient effects were reported. This ra lead remains in service.